Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was contacted for review, and ts discussed that there were very small signals with myopotential noise and oversensing. The patient reported being in the shower and moving his arm at the time of the shock and was puking a lot that day. The patient was seen in the clinic to try to reproduce the noise, but the noise could not be reproduced. The patient was admitted to the hospital, and x-ray and computed tomography (CT) scans were performed. Smart pass testing was done, but the patient failed in all vectors. Ts discussed programming options and recommended evaluating the x-rays. The s-ICD system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was contacted for review, and ts discussed that there were very small signals with myopotential noise and oversensing. The patient reported being in the shower and moving his arm at the time of the shock and was puking a lot that day. The patient was seen in the clinic to try to reproduce the noise, but the noise could not be reproduced. The patient was admitted to the hospital, and x-ray and computed tomography (CT) scans were performed. Smart pass testing was done, but the patient failed in all vectors. Ts discussed programming options and recommended evaluating the x-rays. The s-ICD system remains implanted. No adverse patient effects were reported. Additional information was received indicating the s-ICD was optimized and a different vector was chosen for improved sensing. It was noted that the patient has gained significant weight since device implant. No adverse patient effects were reported.